Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a driver and flex arm for a tlif. It was reported that the driver tip broke off in patient in a screw head and was retrieved. Flex arm broke and there was no fragment of the instrument remaining in the patient. The pre-op diagnosis was ddd. Patient has a sclerotic bone (very hard). There were no patient symptoms or complications as a result of the event. There was no treatment or additional surgery performed as a result of this event. The driver will not be replaced by a medtronic product in the future. The flex arm was replaced by another manufacturer's product. No further complications were reported/ anticipated.